Event description:
The device was used during a thoracoscopic partial lung resection. Reportedly, the staples did not form properly. The surgeon resected the tissue at the application site and applied another cartridge.